Event description:
It was reported that; during surgery, the inserter tip became loose and was came off the cage. The surgery was completed with other cage.

Manufacturer narrative:
Visual inspection; device history review; complaint history review; risk assessment. No relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. The device was inspected and the tip was found to be slightly splayed. The plausible root cause is excessive force applied by the user.

Event description:
It was reported that; during surgery, the inserter tip became loose and was came off the cage. The surgery was completed with other cage.